Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Took out a tampon and it looks like it is 2/3 the length...should I suspect that there may be a piece of tampon still inside of me [foreign body in reproductive tract]. Took out a tampon and it looks like it is 2/3 the length. The top looks clearly like a clean cut [device breakage]. Case narrative: consumer reported via e-mail that she removed a tampon and it's 2/3 the length, like there was a clean cut. No serious injury reported.